Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens implantation fibers were seen on the lens.

Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10. The used company cartridge was not returned for evaluation. The returned contact lens case was sent to the particle lab as received. The case was not opened at the manufacturing site. The particle returned in the contact lens case marked - ¿white side marked 3 13:50¿ was tested by the particle lab. The lid was removed from the indicated side. The interior of the well was visually and microscopically examined, and the presence of a foreign material was confirmed. Microscopic examination showed a red fiber 160 ¿m in length. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be wypall fibers (paper). A qualified lens and handpiece were indicated. Viscoelastic information was not provided. The root cause for the reported fiber cannot be determined. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. This is not a product used in the manufacturing process. The origin of the fiber cannot be determined. There are four other complaints in the lot from this facility. The manufacturer internal reference number is: (B)(4).